Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port weld. The leak was identified during compounding; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between july 20, 2018 to july 22, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed spike port cap leak. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.